Event description:
The customer reported that the device would not recognize a battery in either bay.

Manufacturer narrative:
The customer reported that the device would not recognize a battery in either bay. The device was evaluated at philips, and the symptom was confirmed. Replacing the power pca resolved the issue.